Manufacturer narrative:
No needles are available to send in for investigation. Software investigation completed, software functioning as designed.

Event description:
A medtronic rep reported that the site was unable to track the biopsy needle while in a cranial case. The biopsy needle was tracking initially then went red/green status. They adjusted the camera and the needle, reset the trajectory, and cleaned the needle without resolution. They opened a new needle and were able to track with that. There was no impact on the pt outcome.